Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Blood glucose level was 51 mg/dl at the time of incident. Customer had treated with food. Customer declined to troubleshooting for their low blood glucose. Customer's blood glucose level was in 50 mg/dl range a whole week. Insulin pump will not be returned for analysis.